Event description:
Philips received a complaint on the heartstart intrepid device indicating that the device does not detect the ECG.

Manufacturer narrative:
The rse has evaluated the device remotely and determined that device was not detect the cardiac frequency due to defective spo2 cable. After replacing the spo2 cable, the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.